Manufacturer narrative:
Approximate age of device - 3 years and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2015. It was reported that the patient came in the hospital for regular check up. The patient mentioned a red heart alarm on the system controller on the (B)(6) 2018 while connected to the power module. The log file was retrieved and showed several low speed hazard and low flow hazard alarms due to pump speed decreases until 2710 rpm on the power module. No speed changes or alarms were observed while the patient was connected to the 14v batteries. The technical services team advised the vad team to perform a driveline x-ray. A non-grounded cable request form has also been sent. The patient didn¿t experience any symptoms due to the low speed or low flow. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the device remains in use and was not available for evaluation. The reported low speed and low flow alarms were confirmed via the submitted log file. The submitted log file captured low speed/flow events while the device was supported with the power module. Based on our complaint history and similarly reported events, these events could have been potentially consistent with a compromised wire in the patient's driveline; however, a specific cause for the events cannot be conclusively determined. An isolated low flow alarm was also captured when the estimated flow was calculated to be below 2.5lpm. A specific cause for the change in pump parameters cannot be conclusively determined. The heartmate ii lvas instructions for use (IFU) explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. These documents contain information that covers all visual/audio alarms and what action(s) should be performed when they occur. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. The patient remains ongoing on heartmate ii lvas and no further events have been reported. . A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.